Event description:
It was reported that while administering a high-calorie infusion using a huber needle, the needle broke due to some trouble and remained stuck in the port. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that while administering a high-calorie infusion using a huber needle, the needle broke due to some trouble and remained stuck in the port. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken needle was confirmed, but the root cause remains unknown. The product returned for evaluation was one 22g safestep infusion set. A gross visual inspection of the returned unit found that the safety plate was detached from the needle. The needle had a slight bend and was broken near the distal end. The fracture site was microscopically inspected. The fracture surface had a polished appearance which may indicate contact with a metallic object. Additionally, the shape of the surface was circular, ruling out the possibility that the needle fractured after being bent, since a bent needle would result in an oblong cross section. Based on the state of the sample and event detail provided, it is likely that the damage did not occur prior to use on the patient. However, there is not sufficient evidence to conclusively determine a root cause.